Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is implanted and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies the safety and effectiveness of the device has not been established in the treatment of ruptured intracranial aneurysms.

Event description:
The company received limited information regarding a patient death due to re-rupture of an aneurysm two weeks after a coil embolization procedure with a flow diverter device and a competitor's coils. The patient was taken to a different hospital, so the company does not have information regarding the circumstances of the death. The flow diverter was not returned to the company.